Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1922003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The sealant of 6f/7f mynxgrip vascular closure device (vcd) was stuck inside of the advancer tube. There was no reported patient injury. Multiple attempts were made to obtain more information but were unsuccessful. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock closed, and the procedural sheath was observed to have been separated from the device as received. The sealant and the advancer tube were not returned with the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained as intended per the mynxgrip instructions for use (IFU). The sealant and advancer tube of the device were not returned; therefore, a complete investigation could not be conducted. A product history record (phr) review of lot f1922003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device based on the condition in which it was received. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the information available for review, handling factors (such as over-tamping) may have contributed to the sealant stuck to the advancer tube since the device was returned in the condition of a complete removal of the device, and no functional non-conformities were observed. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of 6f-7f mynxgrip vascular closure device (vcd) was stuck inside of the advancer tube. There was no reported patient injury.